Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The blood glucose level was unknown. The troubleshooting was performed for unexpected restart alarm. Customer was able to complete rewind. The customer reported that they were able to clear the alarm. The customer was reported that alarm was recurring during normal pump use advised that the insulin pump will need to be replaced and advised to monitor the insulin pump and that patient may continue to wear the insulin pump until replacement arrives. The pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed unexpected restart error test and displacement test. No unexpected restart alarm noted.